Event description:
After completion of heart cath, md deployed angioseal closure device and it failed to seal the needle insertion site. Manual pressure was held to stop the bleeding. In 2007 during another case, prior to insertion of the angioseal device into the sheath, it was noticed that the introducer had a defect and thus was not used. This product was save for the rep. The 12/14/07 product was not saved.